Event description:
It was reported that part of the pump touchscreen was unresponsive to touch inputs. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.